Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was report to stryker legal department: "our client was admitted to hospital on the (B)(6) 2018 for elective right hip revision surgery. In the next year of this surgery our client informs us that he suffered excruciating pain as a result of this surgery and learnt in or around early october 2019 that the prosthesis that was implanted on (B)(6) 2018 was in fact broken. This resulted in our client having to have a right proximal fibula replacement due to the broken prosthesis on the (B)(6) 2019. As previously stated our client had to have a further operation on the (B)(6) 2019 as a result of the broken prosthesis. The operation that took place in 2019 involved a dissection down to the bone; the broken stem of the implant identified; cables of hook plate cut and plate removed. Due to the injuries sustained by our client as a result of the elective right hip surgery in 2018 our client has attended a number of medical experts and had two further operations and our client still suffers from the procedure that took place in (B)(6) 2018." Further clarification on the event has been requested.